Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t2-l4 for scoliosis correction. It was reported that sometime post-op the setscrews backed out of the uniaxial screws at l1, l2, l3, and l4. It was found that there was pseudoarthrosis at l2-3 and l3-4. The patient underwent a revision surgery in which the hardware was removed and an onlay fusion of autograft and allograft was performed. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation. Films were suppled for review which found multiple plain x-rays of post-op scoliosis fusion at t4-l4. Subsequent films show disengagement of rod and lower 4 screws due to set screw back out.